Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown when irritation began. Explant date: not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is experiencing a possible delayed hypersensitivity reaction with "bizarre symptoms." She underwent a c5-c6 artificial disc replacement with pro disc-c artificial disk ( 15 mm wide x 14 mm deep x 5mm height) on (B)(6) 2016. The patient is seeking materials composition for the implant, as she has been referred by the surgeon for patch testing for a possible delayed hypersensitivity reaction. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no: 09.820.035s, lot no: 7943931: supplier DHR: n/a: manufacturing location: (B)(4). Released by: (B)(4), manufacturing date: 27-mar-2015, expiration date: 28-feb-2019: part #: 09.820.035s, lot#: 7943931 (sterile) ¿ prodisc-c implant medium deep 5mm - sterile. Quantity 30: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Part/lot are shipped and vendor sterilized. Date of event reported inadvertently on initial medwatch report; however date of postoperative allergic reaction development is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.